Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer provided images of the instrument with no obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument conductor wire at the tip was faulty. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the problem occurred before the instrument was inserted into the patient's body cavity and was attempted to be used. The doctor was about to activate the instrument and found that it did not seem to fully match their finger movements. The assistant and nurse were informed that the problem persisted after repeated insertion and removal, so another instrument of the same type was replaced to complete the surgery. There is no report of a fragment falling into the patient's anatomy. The instrument was inspected prior to use and no damage was observed. The complaint is related to the physical movement of the device and does not involve the bipolar energy part. The opening and closing process of the jaws of the device seems to be unable to match the operator's movements in a timely manner when making clamping actions. The opening and closing angle of the jaws is too large, and it seems that it cannot accurately match the opening and closing angle of the operator's fingers, even before the doctor's fingers have been opened, causing accuracy issues. It was confirmed that there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed ad found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.